Event description:
It was reported that during a myomectomy da vinci-assisted surgical procedure, the mega needle driver was found to have a snapped cable and was unable to be moved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.